Event description:
It was reported to medtronic neurosurgery that the connection was cleaned with alcohol and allowed to dry before trying to disconnect it. According to the report, once the nurse got the connection disconnected, it was noticed that a piece had broken off inside. Reportedly, it was cleaned out with an alcohol swab again and allowed to dry. According to the report, when trying to hook up the new bag, it wouldn¿t screw on tight and it cracked. There was no injury to the patient reported.

Manufacturer narrative:
The product has not been returned. Therefore an evaluation of device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
Only the tubing below the drip chamber was returned. The returned tubing was patent. It did not meet the requirements for leak testing due to cracks on the drainage bag luer adaptor. The male luer component was broken off. It is unknown how or when this damage occurred. The instructions for use that accompany the device state that ¿in order to avoid possible cracking of the luer connectors after cleaning with alcohol, or a disinfectant containing alcohol allow to air dry completely prior to connecting the system.¿ it is also cautioned that ¿all connections should be finger tightened. Over tightening can cause cracks and leaks to occur¿. A review of the manufacturing records was not possible as no lot number was provided. (B)(4)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.